Event description:
It was reported that an unspecified quantity of large volume infusors had residual volume. This was observed after therapy sessions via peripherally inserted central catheter (PICC) lines. The devices either contained penicillin ("leftover the most"), cefepime ("see less"), or cefoxitin. Cefoxitin had a concentration of 8-12g used in 240ml of normal saline; this drug had the tendency to block the PICC line and result in the device unable to empty out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.